Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgement and material deformation were confirmed. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory in addition to the condition of the returned device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported difficulties could not be determined. In this case, it is possible that the device may have interacted with the heavily calcified anatomy during advancement causing the reported failure to advance. Further interaction with the challenging anatomy during retraction of the device may have contributed to the reported stent dislodgement, ultimately contributing to the reported material deformation; however, this cannot be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the heavily calcified iliac artery via the right groin. The 8x59 mm omnilink elite stent delivery system (sds) could not cross the lesion due to the anatomy. Upon removal, it was believed that the entire sds was in the introducer sheath; however, some was outside the sheath and during removal of the sheath the stent dislodged from the delivery system. The stent was stuck between the sheath and the skin and the physician physically removed the stent from the patient with his hands. The stent was deformed and stretched. There were no adverse patient effects and there was no clinically significant delay in the procedure. Another omnilink elite sds was used to complete the procedure. No additional information was provided.